Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history review was attempted: lot #7854119 - no service history review can be performed as this is a lot controlled item. The manufacture date of this item is apr 6, 2012. A service evaluation was performed. The customer reported the nut was missing. The item is not repairable. The cause of the issue is unknown. A product development evaluation was performed. The drawing for the instrument was reviewed and is determined to be suitable for the design and related dimensional conformity. The sd25/3.5mm hex screwdriver, inter-lock shows light use during its 2.25 year lifespan. The blue handle and shaft of the screwdriver are in good condition and have minimal scratches and marks from routine use. The inter-locking mechanism operates smoothly and as intended. The distal tip is also in excellent condition with no deformation. The nut used for locking screws onto the tip is missing and was not returned. The returned instrument is used during femoral and tibial nail implantations and proper use and maintenance are addressed in the respective technique guides. The screwdriver is multi use and is used for inserting the distal locking screws during implantation. This device is disassembled during sterilization; the nut could be lost due to inattentiveness on the part of the sterilization technician during the washing and sterilization cycle. Because of this, the complaint is determined not to be a design deficiency. The returned part is determined to be suitable for its intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the nut on the instrument was lost during a wash. There was no surgery involvement therefore no patient involvement or patient harm. The instrument is used as field equipment. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.